Event description:
The customer reported a filter leaked in the nicu. The site of leakage was the small circle in the middle of the filter. The tubing had been changed on (B)(6) 2018. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the small circle in the middle of the filter was confirmed. Functional testing showed that fluid leaked out from the vent of the 0.2 micron filter. The root cause of the leak was oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance (the filter air vent).

Manufacturer narrative:
Concomitant medical products: 2.5ml covidien monoject ref (B)(4), lot 18e0974, exp (B)(6) 2020, 0.9% sodium chloride flush; 5 fr umbilical venous catheter; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a filter leaked in the nicu. The site of leakage was the small circle in the middle of the filter. The tubing had been changed on (B)(6) 2018. There was no report of patient harm.